Event description:
Grounding pad burned pt causing two 3rd degree burns in the area of the lower outer edge of the pad. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do.